Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an infusor pump which did not infuse was confirmed in the pump's event history by a baxter service technician. This condition was caused by a defective micro-processing unit (mpu) printed circuit board (pcb). The mpu pcb was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed revealing the datacard has been discarded (B)(4) retention period.

Event description:
The facility reported an infusor pump which did not infuse. This event occurred during programming/setup in the operating room. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.